Manufacturer narrative:
Investigation summary: initially, it was reported that a male patient underwent accessory pathway (avrt/wpw) ablation procedure near the os of the coronary sinus with a thermocool® smart touch® sf uni-directional navigation catheter and suffered pericardial effusion with no medical or surgical intervention required. There was no information about the hospitalization. There was no transseptal puncture performed. There were no errors observed on biosense webster equipment. Visitag settings were 3mm/3sec, tag size 3mm. There was no additional filter used with the visitag. The provided images demonstrated locations where steam pops were observed. On (B)(6)2020 additional information was provided stating that the next day, the patient required intervention. Additionally, on (B)(6)2020 further clarification was provided stating it was a difficult ablation. The patient was examined. Immediately after examination, diagnosis of a pericardial effusion was ruled out. The patient was okay. The next morning, the pericardial effusion was to be ruled out again. However, then a pericardial effusion was diagnosed. The patient was returned to the lab, and the pericardial effusion was punctured. After the blood was successfully removed from pericardium, patient could be returned to the ward again. Patient was dismissed healthily. The clinical in charge also mentioned that the physician attributed the event to the difficult examination and did not consider our product as being faulty. An analysis was performed on the pictures that were provided by the customer. According to pictures, parameters of the procedure were observed on carto 3 screen. Manufacturing record evaluation (mre) could not be performed since the lot number was not provided by customer and device is not available for return. Customer complaint cannot be confirmed. Root cause of adverse event cannot be determined. However, the device has not been returned for analysis. If the device is received in the future, the product analysis will be performed as appropriate in order to find root cause of complaint. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
Initially, it was reported that a male patient underwent accessory pathway (avrt/wpw) ablation procedure near the os of the coronary sinus with a thermocool® smart touch® sf uni-directional navigation catheter and suffered pericardial effusion with no medical or surgical intervention required. There was no information about the hospitalization. There was no transseptal puncture performed. There were no errors observed on biosense webster equipment. Visitag settings were 3mm/3sec, tag size 3mm. There was no additional filter used with the visitag. The provided images demonstrated locations where steam pops were observed. This patient event was assessed as not reportable. This event was not life threatening, did not result in permanent impairment of a body function or permanent damage to a body structure; or did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Therefore, the potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. On january 21, 2020 additional information was provided stating that the next day, the patient required intervention. Additionally, on february 10, 2020 further clarification was provided stating it was a difficult ablation. The patient was examined. Immediately after examination, diagnosis of a pericardial effusion was ruled out. The patient was okay. The next morning, the pericardial effusion was to be ruled out again. However, then a pericardial effusion was diagnosed. The patient was returned to the lab, and the pericardial effusion was punctured. After the blood was successfully removed from pericardium, patient could be returned to the ward again. Patient was dismissed healthily. The clinical in charge also mentioned that the physician attributed the event to the difficult examination and did not consider our product as being faulty. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it was reassessed as MDR reportable. The awareness date for this reportable patient event was (B)(6) 2020 as it was stated that the patient required intervention.